Manufacturer narrative:
The investigation of product damage (cannula kink) has been completed. The returned complaint pump was visually inspected and a catheter kink near motor housing was observed. No other abnormality observed. The cause of the product damage (cannula kink) was use related due to excessive force. E4 should have been left blank on manufacturer device report 1220648-2024-24724.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was product damage. Due to excessive force during insertion, the catheter kinked next to motor. As a result the pump was removed and exchanged for a new one. The patient¿s outcome is unknown.